Manufacturer narrative:
Concomitant medical products: 900sfc28 heart ring, implanted: (B)(6) 2019; 500dm29 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise post-valve repair. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.